Manufacturer narrative:
.

Manufacturer narrative:
Visual evaluation of the returned devices revealed they resemble typical explanted devices. The patella implant was not returned. The tibial insert is still attached to the tibial baseplate. A small amount of bone cement remained adhered to the baseplate stem. Laboratory evaluation noted burnishing on the inferior baseplate surface. This burnishing could have been caused by a lack of complete fixation of the implant, leading to motion at the baseplate/cement or baseplate/bone interface. The cement appeared well-fixed and did not dissociate with the application of manual force. The posterior region of the tibial insert post showed signs of damage potentially caused by contact with the femoral component in vivo during normal function. Damage/deformation, potentially caused by third-body debris, was observed on the superior surface of the tibial insert; this type of damage is commonly observed on inserts retrieved secondary to loosening. Our investigation did not determine a specific cause for the loose baseplate. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. A review of complaint history revealed no prior complaints for the listed lots/failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident.

Event description:
It was reported that a revision surgery was required due to loosening of the tibial baseplate.